Manufacturer narrative:
Product complaint # (B)(4). (B)(4) - incomplete. The expiration date is currently unavailable.

Event description:
It was reported by the sales rep that the inserter customer's true span 12 degree peek seperated from the gun while in the patient before the implants were deployed during a meniscal repair. The case was completed with another like device. No parts or debris was left in the patient. There was no damage to the meniscus. The sales rep was not present during the case and could not provide any more details. The device was discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed zero similar and zero dissimilar complaints for this lot of devices with the product code that were released to distribution. A review has been conducted and no nonconformances were identified for this product code. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.